Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: h6: type of device code added to 1494: off-label use. H6: type of investigation updated to 3331: analysis of production records. H6: type of investigation updated to 4114: device not returned. H6: type of investigation updated to 4119: insufficient information available. H6: investigation findings updated to 3221: no findings available. H6: investigation conclusions updated to 4315: cause not established.

Event description:
It was reported that the patient was experiencing a burning pain sensation while using spinal pak assembly. The patient is treating her cervical spine. The patient started using the stimulator on (B)(6) 2020 24/7. The patient says that the pain started about 3 or 4 days ago into treating with the device. The pain has been increasing every day. The patient described the pain as a burning/pain sensation 5 days after using the stimulator. The pain was worst while standing up. The patient says that the pain was below the skin. Right below the neck on both sides of the spine between the shoulder and the spine. The patient has increased her daily activity. The patient that she was probably doing too much and being too active. The patient rated the pain as a 10 on a scale of 1 to 10, with 10 being the highest. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Concomitant medical product: c4-c7 anterior cervical porous titanium cage placement. Concomitant medical product: c4-c7 anterior cervical plating with tryptik plate. Concomitant medical therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was experiencing a burning pain sensation while using spinal pak assembly. The patient is treating her cervical spine. The patient started using the stimulator on (B)(6) 2020 24/7. The patient says that the pain started about 3 or 4 days ago into treating with the device. The pain has been increasing every day. The patient described the pain as a burning/pain sensation 5 days after using the stimulator. The pain was worst while standing up. The patient says that the pain was below the skin. Right below the neck on both sides of the spine between the shoulder and the spine. The patient has increased her daily activity. The patient that she was probably doing too much and being too active. The patient rated the pain as a 10 on a scale of 1 to 10, with 10 being the highest. It was reported that no further information is available.